Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and found that the system does not produce x-rays. As a part of troubleshooting, the rse took remote access to the system and recreated the image disks. After data recreation, it was found that exposure occurred from system, and it was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system would not make x-ray. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.